Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump's keypad responded intermittently. Customer reported that the time on the clock changed. Blood glucose level was not provided. No further information was provided.